Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2016-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. During testing, the pump was powered on and the display screen appeared dim and discolored. The pump was exercised for 24 hours with no anomalies observed. The pump case was removed, and no internal moisture or damage was found. This report is made under the requirements of the medical device

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2015-correction to (B)(6).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were difficulties with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.